Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Gerdisch, marc, johns, chanice m, barksdale, andrew, parikshak, manesh. Rigid sternal fixation and enhanced recovery for opioid-free analgesia after cardiac surgery. Ann thorac surg. 2024;118(4):931-939. Https://doi.org/10.1016/j.athoracsur.2024.06.032.

Event description:
It was reported in a journal article from perioperative & critical care: research, which studied contributions of rigid plate fixation on postoperative pain, opioid use, and other sternotomy outcomes. Nine patients had death occur within 90 days of operation due to an unknown reason. It is not known whether this was a device related complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2. H1: the previous report submission inadvertently had the summary report box checked. This supplemental report is being submitted to note this field should be marked as unchecked instead. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3, b4, b5, g3, g6, h2, h6, h11. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned, or photos provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.